Event description:
A caller reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer using a new pump for insulin therapy.